Event description:
A complaint was received from a customer that reported low readings. Examples were 25, 45 mg/dl. These readings obviously did not match the way the customer was feeling. While on the phone it was learned that a portion of the "hundreds unit" was missing segments. A request was made to return the meter for evaluation. In the meantime a replacement system was provided.